Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the blocked and dislodged cannula or to determine if it contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose (bg) levels above 30 mmol/l (540 mg/dl) while the pod was worn on the back between 5 and 24 hours. Attempts to lower bg using bolus deliveries were unsuccessful. Upon inspection of the insertion site, patient observed that the cannula appeared to be blocked and may have shifted from its original position. Details regarding treatment were not provided. The pod was discarded.